Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the mini trek catheter may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation at 10 atmospheres, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the lot history record revealed no associated nonconforming material records. Additionally, a query complaint handling database for the reported lot revealed no other incidents reported for balloon ruptures. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the distal right coronary artery (rca) with moderate tortuosity, moderate calcification and 99% stenosis. After a non-abbott guide wire crossed the lesion, the mini trek 1.2 x 6 mm balloon was advanced. The balloon ruptured during the first inflation for 10 seconds at 10 atmospheres. A non-abbott balloon was used to perform pre-dilatation and a non-abbott stent was deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.